Manufacturer narrative:
H.10: through follow-up communication livanova learned that the patient was found to be infected with pyocyanic bacillus and that bacterial flora including pyocyanic bacillus was found also in the heater-cooler 3t. Pyocyanic bacillus is one of the most common sources of nosocomial infections and are easily transmitted by contact between patients and healthcare workers. Therefore, contamination of device being of the same species of the bacterium found in the patient tissue doesn¿t necessarily mean that there is a direct relationship between the heater-cooler and patient infection. Based on retrieved information, the device was placed inside the operating theater during use with the fan directed opposite to the patient and at an estimated distance of three (3) meters from the surgery field. The device used during surgery was upgraded with vacuum & sealing kit at the time of the surgery in june 2021. However, it was reported that the surgery was conducted with the device not connected to a vacuum source which is requested by device IFU. Before the incident, the customer used the heater cooler device without connecting it to a vacuum source. This is not in accordance with manufacturer recommendations and device instruction for use. In addition, it was reported that the instructions related to maintenance and cleaning of the device were not followed until the customer became aware of this adverse event. Reportedly, they are following IFU and connecting the device to the vacuum source during use since this adverse event. Through further follow-up communication livanova learned that the newborn patient already had the bacterial infection before the surgery thus, a relationship between the heater cooler 3t device and the reported event can be completely excluded. The hospital communicated to livanova that the patient has been discharged and no additional details were provided. In conclusion, the reported patient infection is not related to heater cooler 3t and the reported device contamination was most likely caused by the user systematically deviating from instruction for use when maintaining and cleaning the device.

Event description:
See initial report

Event description:
Livanova (B)(4) received a report that a (B)(6) patient underwent cardiac surgery on (B)(6) 2021 and a heater-cooler system 3t was used. Following heart surgery, an infection was detected. All the equipment in the operating room was analyzed and the heater-cooler resulted to be contaminated.

Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the patient was found to be infected with pyocyanic bacillus and that bacterial flora including pyocyanic bacillus was found also in the heater-cooler 3t. The device was placed inside the operating theater during use with the fan directed opposite to the patient and at an estimated distance of three (3) meters from the surgery field. The device used during surgery was upgraded with vacuum & sealing kit at the time of the surgery in (B)(6) 2021. However, it was reported that the surgery was conducted with the device not connected to a vacuum source as requested by device IFU. Before the incident, the customer used the heater cooler device without connecting it to a vacuum source. This is not in accordance with manufacturer recommendations and device instruction for use. In addition, it was reported that the instructions related to maintenance and cleaning of the device were not followed until the customer became aware of this adverse event. Reportedly, they are following IFU and connecting the device to the vacuum source during use since this adverse event. Based on information retrieved, it cannot be excluded that the patient got infected due to aerosol emission from the heater-cooler due to the user not connecting the device to the vacuum source as requested by device IFU. However, pyocyanic bacillus is one of the most common sources of nosocomial infections and are easily transmitted by contact between patients and healthcare workers. Therefore, contamination of device being of the same species of the bacterium found in the patient tissue doesn¿t necessarily mean that there is a direct relationship between the heater-cooler and patient infection.